Event description:
Analysis of the handheld and software were completed on (B)(4) 2013. No software anomalies were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not go past the first screen where it says to tap the screen. A hard reset was performed which did not resolve the issue. The lock button was not engaged and it was reported that the handheld is charged all of the time; however, the green light is not showing at the top of the handheld. It was reported that the serial cord was not loose. A new handheld was provided to the physician's office. The handheld and flashcard were returned to device manufacturer for analysis on (B)(4) 2013. The returned product form indicated that the handheld was returned due to "not working - frozen". Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.